Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device screen was black and did not power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen was black. A field service engineer powered off the device and disconnected from the auxiliary unit. After confirming the main unit powered on independently, the auxiliary back panel was opened, and pyxis bus cables were unplugged from each drawer. The main unit was shut down, and drawers were reconnected one at a time to isolate the issue. Drawers 3.1 and 3.2 were identified as the source of a power surge. Further testing revealed that drawer 3.1¿s controller board was causing the boot failure. The faulty drawer controller board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.